Event description:
Facility reports a small battery drive lost power during a surgical procedure. This report is 1 of 1 for complaint (B)(4)..

Manufacturer narrative:
Device is used for treatment, not diagnosis investigation could not be completed, no conclusion could be drawn as no device was returned. The manufacturing records were reviewed and no complaint related issues were found.